Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were occlusion alarms observed in the black box associated with high force. A rewind, load, and prime sequence was successfully performed with no alarms. The force calibration was out of specification. The pump was exercised for 24 hours with no occlusions occurring. The force sensor was removed and the resistance was found to be within specification. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.